Event description:
New information received notes that non-sustained lead noise due to post-paced t-wave oversensing was observed again via merlin transmission. Patient was asymptomatic. Further programming changes were recommended.

Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a merlin.net alert for nonsustained lead noise. The device was post-paced t-wave oversensing. Programming changes were made. The patients condition is good.